Event description:
It was reported that during pta/stenting treatment procedure to dilate a lesion in the celiac artery, the stent dislodged. The physician obtained access through the right brachial artery and had advanced the device over and through the aortic arch which was very tortuous. The target lesion had been successfully crossed. At this point, the tech bumped the wire and inadvertently pulled it back, losing access to the target lesion. When position was lost the physician had difficulty crossing the lesion a second time. The device was being withdrawn through the patient's very tortuous anatomy and an area of stenosis was encountered in the innominate artery. The device became momentarily hung up on this stenosis and the physician felt that the stent gripped on the stenosis on negative pull back. As the physician was withdrawing the stent itself back into the brachial artery, the stent dislodged from the balloon. A fogarty balloon was used to successfully retrieve the stent the procedure was terminated at this time due to the patient's difficult anatomy. The patient is reported as 'fine' following the procedure. Per the reporter, the physician feels that maneuvering through the patient's difficult anatomy and the stent becoming caught on the stenosis within the innominate, caused it to loosen and dislodged.